Manufacturer narrative:
Conclusion and justification status: procedure: revision left total knee replacement then poly exchange. Primary implant date: unknown. Revision date: (B)(6) 2015 reason for revision was infection. Polyethylene exchange to extra small 16mm. The implant that was removed was a sigma s-rom hinge. Patient outcome post surgery: unknown. Relevant patient pre-existing conditions/comorbidities: unknown. X-rays and a photograph of the explant and of the stickers of the new implant. No device associated with this report was received for examination. The provided x-ray has been reviewed per wi-7915. No implant fracture or implant disassociation were identified. The DHR sterility certs were reviewed and no anomalies were noted. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address infection.